Event description:
The device was used during a sub total gastrectomy procedure. Reportedly, the staples did not form properly and bleeding occurred. The surgeon resected the incomplete staple line and manually sutured to complete the procedure. The hosp has reported no pt injury occurred.